Manufacturer narrative:
The user/voluntary medwatch # is (B)(4). Reported event of snare loop wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A physical examination of the device found the handle cannula to be detached from the handle assembly and was pulled proximally from the catheter. The handle cannula was found to be properly crimped securing the cable inside the cannula and score marks from the cap screw were visible on the cannula. Additionally, the cannula outer diameter and screw thread length were found to be within specification. It was noted that the condition of the returned unit was not consistent with the complaint incident that the snare loop wire broke/detached. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 17802064 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop wire broke. A new snare was used and the procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop wire broke. A new snare was used and the procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.